Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to a positive covid-19 at-home test. On (B)(6) 2022 the consumer performed covid-19 at-home test and the result was negative. On (B)(6) 2022 the consumer performed covid-19 at-home test and the result was positive. The consumer believes the tests were taken within 24 hours of each other. The customer's symptoms include nasal congestion, continuous coughing, and a mild fever of 100.2 f that dissipated in 12 hours. The customer is in good condition.